Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter remained inside the nozzle. It is likely that foreign matter stuck inside the air/water nozzle could not be sufficiently removed and clogged. It was confirmed that there was no deformation of the air/water nozzle. It was confirmed that it was unclear whether reprocessing was being implemented according to instructions for use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to clogging of nozzle, water supply volume did not meet the standard value. Due to clogging of nozzle, air supply volume did not meet the standard value. In addition to evaluation in b5, adhesive on bending section had a crack. Adhesive on bending section cover had white-clouded area. Due to clogging of nozzle, water removal ability did not meet the standard value. Adhesives around objective lens had white-clouded area. Adhesives around light guide lens had white-clouded area. Plastic distal end cover had a burn. Protector of universal cord on scope connector side had a scratch. Protector of universal cord on control section side had a scratch. Connecting tube had a scratch. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, a clogged nozzle with the evis lucera gastrointestinal videoscope. The unspecified diagnostic procedure was completed using the same device. There was no delay or report of patient harm associated with this event. During incoming inspection, it was determined foreign matter clogged the nozzle. This medwatch is being submitted to capture the reportable malfunction found during evaluation. The customer was able to clean, disinfect and sterilize the subject device prior to requesting repair. The user knows when the foreign object adhered to the scope. There is no possibility the device was used for a procedure while the foreign material was attached.